Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs were reviewed for the ion system en0873 on the procedure date of (B)(6) 2023: no relevant errors were observed during this procedure.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The patient received a post-procedure chest x-ray, with negative results. However, three days post-procedure, the patient received another x-ray and a pneumothorax was observed. A chest tube was placed to resolve the pneumothorax.